Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited inappropriate mode switches. Reprogramming the device did not resolved the issue. No other intervention or patient symptoms were reported.